Event description:
Probe froze up the entire shaft.

Manufacturer narrative:
Device received and evaluated. Issue was confirmed, frosting along the shaft due to a vacuum failure. Issue identified during pretesting cycle. No pt contact.